Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA: (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: on (B)(6) 2024: the main problem I'm having is that one of my teeth stopped tracking. I have gone back on my aligners and also tried moving forward, but the tooth still isn't tracking. When I referred to my bite, it was because I don't know what to do. If I stop treatment at this point, my bite will be off. On (B)(6) 2024: one of my teeth isn't tracking. I've sent tons of emails and made calls, but every time I email or call, I'm always told to go back and then go forward with the aligners. One of my crowns also cracked, and I had to get an emergency replacement. Now, my aligners are ill-fitting. Clinical review: 5/15/2024: requesting a bite video to evaluate further. Minor air gaps are present in both arches. Unsure of the current aligner step numbers. Requesting a diagnostic findings letter for completed dental work and an end of treatment update. We have not heard from the patient since 2022, and the most recent check-in was on (B)(6) 2023.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.